Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother reported readings of 295 mg/dl and 109 mg/dl within 10 minutes. No adverse event reported. Meter and strips replaced and requested for return.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.